Event description:
The patient's father reported the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 5 and 24 hours. The pink did not move forward and the cannula deployed but dislodged from the site, indicating the needle mechanism did not function as intended. It was noted the patient felt pain and the site appeared red.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.